Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that the device was used for chemotherapy on (B)(6) 2024, and was used according to the instructions. On (B)(6) 2024, the patient's x-ray suggested catheter ectasia into the internal jugular vein, and the catheter was immediately aseptically trimmed and replaced with an extension. Results: increase the number of patient changes. No other information was provided.